Event description:
During the surgery, the 130 degree aiming arm fell apart. The metal cap of the knob broke off. All broken pieces were retrieved from the pt. The surgeon used another instrument to complete the procedure. This event did not prolong the surgery.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Visual evaluation revealed there was no visible damage, except for heavy signs of use. A re-inspection revealed all parts are in place and the device does target as required, no deviation to the specification was found. Based on the condition of the reported event and the condition of the returned device the cause of the event is unable to be determined, as the returned device does not match the reported event.